Event description:
The complainant reported an 88 year old female patient presenting for high risk percutaneous coronary intervention using the impella for hemodynamic support. During support, the patient developed leg ischemia. As a result, the pump was removed and replaced with an intra-aortic balloon pump.

Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the patient condition was the cause of the limb ischemia. The failure mode will be monitored and trended.